Event description:
The patient was being transferred from patient's power chair using a patient lift, when the patient's leg allegedly got caught on the joystick, which was missing the knob. As a result of this incident the patient sustained a cut on the leg requiring stitches.